Event description:
It was reported that during replacement of the implantable pulse generator (ipg), the device exhibited a loose pin which resulted pacing failure. It was also noted that after several set screws were removed and closed again, the set screw broke and became unusable. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.